Event description:
It was reported that (2) devices were used during a bowel resection. It was reported by the affiliate that the tlc55 instruments were both too stiff to fire on tissue (the 2nd device stapler was okay, but instrument was really too stiff to fire). Another instrument was used to complete the case. There was no consequence to the pt.